Event description:
Damage was reported to both the tandem charging cable and wall adapter, rendering them non-functional. There was no adverse impact to the customer¿s blood glucose level. Technical support initiated a replacement for the damaged charging supplies.